Event description:
Customer reported to customer service that the transformer for her pump in style pump "fell apart". She stated that the back part of the housing fell off.

Manufacturer narrative:
A replacement power supply was sent to the customer. The product was received on 12/04/2012. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that after approx after two months the transformer cracked along the bottom but no wires were exposed, which is a safety risk. The customer indicated that there was no witness of smoke, fire, flame or sparking and there was no injuries sustained as a result of the issue. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info be received after the eval resulting in new, changed, or corrected info, a f/u report will be filed at that time.